Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event is considered confirmed. Product was returned and visual evaluation of articular surface shows that the dovetail feature was flared and compressed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter "proper technique & use" guidance document. The per states that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned before being pushed in with the inserter. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-03666. Concomitant medical products: unknown nexgen tibial tray. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface would not seat in the tibial tray. After surgery, the clinician found that there were indentations in the card slot on the back of the gasket. There is no additional information at this time.